Manufacturer narrative:
Date manufacturer became aware of event - correction - inadvertently did not put the correct aware date of 08/12/2019 on the initial MDR submitted

Event description:
It was confirmed that the explanting facility disposes all explants. Therefore, the device was most likely discarded and is not expected to be returned for product analysis. No other relevant information has been received to date.

Event description:
It was confirmed that the patient's vns device has been removed. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
A patient's husband reported that vns never worked for the patient and requested to be referred to a surgeon to explant the device due to low battery and lack of efficacy. Attempts were made to obtain additional information during the time of the initial report, however no response had been received. Information was later received that the patient had been referred to have the device explanted. Clinic notes state the patient does not feel vns has helped with seizure control and is unable to tolerate the high stimulation settings due to coughing when there is an increase in settings. The reason for explant is the lack of efficacy and coughing due to tolerability issue. During follow-up with the physician's office, it was noted by the nurse the patient was a non-responder due to settings being unable to be increased (due to the tolerability). The explant of the device was to preclude a serious injury and patient preference. Settings and diagnostics were not available but was stated that when the patient had their device last checked there were no device issues and patient was at very low settings. No surgical intervention has been reported to date. No additional relevant information has been received to date.